Event description:
It was reported that during a clinic visit, electrograms revealed that the pulse generator exhibited noise on both the atrial and ventricular channels. High ventricular rate, noise reversion and auto mode switch episodes were also observed. The patient was asymptomatic. No intervention was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.